Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, the sensor board tubing was found to be disconnected. The sensor board tubing was reconnected to address the issue. The device had evidence of physical damage.